Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: addr01 ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient came to the hospital with chest pain. A remote monitor transmission indicated that the device had reached elective replacement indicator five days earlier and the device was noted to be in vvi 65 mode. A lead warning was also noted on the right ventricular lead for low impedance. The device was replaced and the lead remains in use. No further patient complications have been reported as a result of this event.